Event description:
It was reported that during an acucise case the device was fired twice and after ten minutes of tamponade it was noticed that blood was streaming from the access sheath. A tamponade catheter was then inserted for another 45 minutes and it was later discovered that the pt had abnormal anatomy and that the kidney had been cut. The pt was later admitted to the hosp and received a blood transfusion. No further incident has been reported.